Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed both tabs of the latch were broken. The device shows signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information. The semi-extended parapatellar approach surgical technique guide se_814687 ae was reviewed. Following relevant statements were found at page 18, 37 and 38 for mount of the aiming arm: confirm that the nail is securely connected to the insertion handle, especially after hammering, using the screwdriver. Mount the aiming arm to the insertion handle. Attach the aiming arm to the insertion handle, by sliding it into the hook at the distal part of the insertion handle and then rotating the latch towards the insertion handle for both parts to connect. Precaution: do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through proximal locking holes and damage the drill bits. Note: the proximal ap screw is inserted through the guiding hole in the insertion handle and does not require aiming arm to be attached. Assemble the three-part trocar assembly (protection sleeve, drill sleeve, and trocar). Align the triangular marking at the tip of the protection sleeve with the marking beside the desired hole on the aiming arm, and insert the three-part trocar assembly through the aiming arm. Make a stab incision and insert the trocar to the bone. Twist the protection sleeve by a quarter turn to lock it into place. Remove the trocar. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to cause not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot part:03.043.029 lot:2024222 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 25 feb 2021 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it cracked at the latch close to the latch axis pin. The device shows signs of normal use/wear and no evidence of hammer marks were observed, therefore, a potential cause cannot be established with the provided information. The semi-extended parapatellar approach surgical technique guide se_814687 ae was reviewed. Following relevant statements were found at page 18, 37 and 38 for mount of the aiming arm: confirm that the nail is securely connected to the insertion handle, especially after hammering, using the screwdriver. Mount the aiming arm to the insertion handle. Attach the aiming arm to the insertion handle, by sliding it into the hook at the distal part of the insertion handle and then rotating the latch towards the insertion handle for both parts to connect. Precaution: do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through proximal locking holes and damage the drill bits. Note: the proximal ap screw is inserted through the guiding hole in the insertion handle and does not require aiming arm to be attached. Assemble the three-part trocar assembly (protection sleeve, drill sleeve, and trocar). Align the triangular marking at the tip of the protection sleeve with the marking beside the desired hole on the aiming arm, and insert the three-part trocar assembly through the aiming arm. Make a stab incision and insert the trocar to the bone. Twist the protection sleeve by a quarter turn to lock it into place. Remove the trocar. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 03.043.029. Lot: 2024222. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:25 feb 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when attaching the aiming arm at the insertion handle the aiming arm broke. The procedure was successfully completed with no surgical delay.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.